Event description:
The pt experienced underdose with increased spasticity and confusion approximately 24 hours after the pump was replaced. It was unk if there were any alarms or other medical issues. The pump had not been checked for volume discrepancy. The programming was correct. The drug, baclofen 5,000 mcg/ml, had been aspirated from the previous pump and placed in the new pump. A dye study revealed that the catheter was intact and the pump was working. It was discovered that the increase in spasticity was due to a piece of tissue at the catheter cap site which slowed the flow of the drug. This was flushed and the pt's symptoms resolved 12-15 hours later. The pt's outcome was reported as 'fine".